Event description:
A patient underwent ablation procedure for inappropriate sinus tachycardia (ist) as part of ide # (B)(4). The patient was heparinized during the procedure, which was successfully completed, after which the patient was discharged to home. The patient had medical history of prior venous thromboembolism and type ii diabetes mellitus. On pod 6, the patient presented to the ed with right-sided chest pain and dyspnea, and was diagnosed with pneumonia for which antibiotics were prescribed. On pod 12, the patient presented to the ed with chest pain and shortness of breath. A CT-angiogram confirmed pulmonary emboli within bilateral lower lobar pulmonary arteries. The patient was medically managed with heparin drip, then transitioned to eliquis. Both the adverse events of pneumonia and pulmonary embolism were assessed by clinical trial investigator with "unknown" relatedness to index procedure, and not related to atricure investigational device. While it is not possible to identify cause or contribution of the emr2 device, this event is being reported per part 803. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.